Manufacturer narrative:
Stryker evaluated the customer's device and could not verify the reported issue through operation of the device or through a review of the device's electronic files. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on.there was no patient involvement reported with the event.